Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they had a high blood glucose level of 600 mg/dl. They had a no delivery alarm on the insulin pump. The customer was reporting a past event. The customer stated they woke up with the high blood glucose and was going to do a bolus when the alarm occurred. The event was resolved with a complete change of infusion set and reservoir. The device will not be returned for analysis.